Event description:
Patient was implanted with tfn construct for emergency left hip reduction on (B)(6) 2009. Patient has experienced on-going pain, and has returned to the surgeon for surgical and non-surgical treatment for pain management. On (B)(6) 2010, the implant surgeon removed the helical blade. The tfn nail and locking screw remained implanted. Since the helical blade removal, the patient has continuously sought, and is continuing to seek non-surgical pain management treatment options. CT-scan taken on (B)(6) 2011, revealed a non-union of the original fracture. Patient was advised that she was not a candidate for bone growth stimulus injections, and that the best treatment for the non-union would be to remove and replace the tfn implant. To date, no further revision or surgical intervention has taken place. Reportedly the patient now is experiencing increasing leg pain; she will follow-up with the original implant surgeon on (B)(6) 2012. This is 3 of 4 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.